Event description:
Pt. Arrived in ER with complete heart block. While trying to pace the pt, the machine (lifepack) did not deliver any amps. When the dial was turned, it did not increase past zero. A new pacemaker machine was applied to the pt. There was no adverse pt outcome due to the event.